Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the reported symptom will not recognize a closed door as a door not fully latched alarm. Eval was unable to determine the cause. The upper and lower auxiliary assemblies were replaced as they are known contributors to the reported symptom.

Event description:
It was reported that a spectrum pump does not recognize a closed door. It was also reported that there was no pt injury.